Event description:
Customer called in precision issue with the triage d-dimer panel with one patient. On (B)(6) 2021 patient came into facility with clotting issues. Patient was being treated for the clotting and rehydrated based on symptoms prior to physicians receiving the initial d-dimer result. Initial d-dimer result on triage >5000ng/ml. An hour later a new draw was collected and d-dimer result on triage <100ng/ml. Site cut-off for d-dimer on triage >600ng/ml. No confirmatory testing performed. Patient flown to alternate hospital for care, no additional information on patient available. Customer thinks she recalls the first sample having some clumping, possibly cold agglutination, or aggregation; however, not sure. An update provided by the customer, stated the patient was treated with heparin and nurse may have drawn the sample. Customer not sure if the draw was taken from the arm receiving heparin. Customer stated it might have been a sample draw error, but not sure.

Manufacturer narrative:
Investigation conclusion: customer mentioned potential issues with both samples collected from the patient; possible cold agglutinin and draw error. These issues can affect device performance and recovery, technical support provided customer information from the package insert. The customers complaint was not replicated during in-house testing of retain device lot t12158n. Retains of the complaint when tested with an in-house calibrator performed proprerly, no precision issues observed. Manufacturing batch records for lot t12158n were reviewed and found that the lot met final release specifications. Unable to determine root cause of complaint. Based on the information available, there is no indication of a product deficiency and no correction action is required.